Event description:
It was reported that unexpected resets occurred intermittently. Customer¿s blood glucose (bg) displayed "high" on the continuous glucose monitor with large ketones. Elevated bg was addressed via manual insulin injection. The customer successfully resumed insulin delivery.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.